Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation") and device dislocation ("migration") in an adult female patient who had essure (batch no. C06465, c06521) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included irritable bowel syndrome and chlamydial infection. Previously administered products included for birth control: nor-qd. Concurrent conditions included paratubal cyst. Concomitant products included prenatal vitamins. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device dislocation (seriousness criteria medically significant and intervention required), abdominal pain lower ("lower quadrant pain") and bacterial vulvovaginitis ("bacterial vaginitis"). The patient was treated with surgery (on or about (B)(6) 2015, underwent a pelvic surgery and right salpingectomy) and surgery (on or about (B)(6) 2015, underwent a pelvic surgery and right salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the perforation, device dislocation, abdominal pain lower and bacterial vulvovaginitis outcome was unknown. The reporter considered abdominal pain lower, bacterial vulvovaginitis, device dislocation and perforation to be related to essure. The reporter commented: left coil properly placed, but right coil not properly placed diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: right tube patent and left tube occluded surgical pathology final diagnosis: right fallopian tube, salpingectomy: transverse sections of benign fallopian tube showing multiple para tubal cysts. Gross description: the specimen is received fixed in formalin in a container labeled with the patient's name and designed ¿right fallopian tube¿ . It consist of torturous fallopian tube measuring 6.1 cm in length and ranging in diameter from 0.4 cm to 1.1 cm. The serosal surface shows moderate congestion and para tubal cysts ranging in measurement from 0.2 cm to 0.8cm. Serial sectioning reveals a moderately enlarged lumen surrounded by a tan muscular wall measuring approximately 0_5 cm. The fimbriated end is present. Most recent follow-up information incorporated above includes: on 13-jun-2018: pfs received - new event "bacterial vaginitis" was added. Lot number were added. New reporter were added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation") and device dislocation ("migration") in an adult female patient who had essure (batch no. C06465, c06521) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included irritable bowel syndrome and chlamydial infection. Previously administered products included for birth control: nor-qd. Concurrent conditions included paratubal cyst. Concomitant products included prenatal vitamins. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device dislocation (seriousness criteria medically significant and intervention required), abdominal pain lower ("lower quadrant pain") and bacterial vulvovaginitis ("bacterial vaginitis"). The patient was treated with surgery (on or about (B)(6) 2015, underwent a pelvic surgery and right salpingectomy) and surgery (on or about (B)(6) 2015, underwent a pelvic surgery and right salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the perforation, device dislocation, abdominal pain lower and bacterial vulvovaginitis outcome was unknown. The reporter considered abdominal pain lower, bacterial vulvovaginitis, device dislocation and perforation to be related to essure. The reporter commented: left coil properly placed, but right coil not properly placed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: right tube patent and left tube occluded surgical pathology final diagnosis: right fallopian tube, salpingectomy: transverse sections of benign fallopian tube showing multiple para tubal cysts. Gross description: the specimen is received fixed in formalin in a container labeled with the patient's name and designed ¿right fallopian tube¿ . It consist of torturous fallopian tube measuring 6.1 cm in length and ranging in diameter from 0.4 cm to 1.1 cm. The serosal surface shows moderate congestion and para tubal cysts ranging in measurement from 0.2 cm to 0.8cm. Serial sectioning reveals a moderately enlarged lumen surrounded by a tan muscular wall measuring approximately 0_5 cm. The fimbriated end is present. Lot number c06465 expiration date 31-dec-2016, manufacturing date 31-dec-2013. Lot number c06521 expiration date 31-dec-2016, manufacturing date 27-dec-2013 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-aug-2018: quality-safety evaluation of ptc(product technical complaint). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation") and device dislocation ("migration") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included irritable bowel syndrome and chlamydial infection. Concurrent conditions included paratubal cyst. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device dislocation (seriousness criteria medically significant and intervention required) and abdominal pain lower ("lower quadrant pain"). The patient was treated with surgery (on or about (B)(6) 2015, underwent a pelvic surgery and right salpingectomy) and surgery (on or about (B)(6) 2015, underwent a pelvic surgery and right salpingectomy). Essure was removed. At the time of the report, the perforation, device dislocation and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, device dislocation and perforation to be related to essure. The reporter commented: left coil properly placed, but right coil not properly placed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 25-nov-2014: right tube patent and left tube occluded surgical pathology final diagnosis: right fallopian tube, salpingectomy: transverse sections of benign fallopian tube showing multiple para tubal cysts. Gross description: the specimen is received fixed in formalin in a container labeled with the patient's name and designed ¿right fallopian tube¿ . It consist of torturous fallopian tube measuring 6.1 cm in length and ranging in diameter from 0.4 cm to 1.1 cm. The serosal surface shows moderate congestion and para tubal cysts ranging in measurement from 0.2 cm to 0.8cm. Serial sectioning reveals a moderately enlarged lumen surrounded by a tan muscular wall measuring approximately 0_5 cm. The fimbriated end is present . Most recent follow-up information incorporated above includes: on 27-mar-2018: pfs and medical record received. Reporters added. Essure insertion date updated. Historical conditions added. Lab data added. Medically confirmed case incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tube perforation'), device dislocation ('migration') and pelvic infection ('pelvic infection') in an adult female patient who had essure (batch no. C06465, c06521) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included irritable bowel syndrome, chlamydial infection and hypertension. *surgical pathology final diagnosis: right fallopian tube, salpingectomy: transverse sections of benign fallopian tube showing multiple para tubal cysts. Gross description: the specimen is received fixed in formalin in a container labeled with the patient's name and designed ¿right fallopian tube¿ . It consist of torturous fallopian tube measuring 6.1 cm in length and ranging in diameter from 0.4 cm to 1.1 cm. The serosal surface shows moderate congestion and para tubal cysts ranging in measurement from 0.2 cm to 0.8cm. Serial sectioning reveals a moderately enlarged lumen surrounded by a tan muscular wall measuring approximately 0_5 cm. The fimbriated end is present. Previously administered products included for birth control: nor-qd. Concurrent conditions included paratubal cyst. Concomitant products included minerals nos;vitamins nos (prenatal vitamins). On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic infection (seriousness criteria medically significant and intervention required), abdominal pain lower ("lower quadrant pain"), pelvic pain ("pain/ chronic pelvic pain / pain"), bacterial vulvovaginitis ("bacterial vaginitis"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge") and candida infection ("acute candida"). The patient was treated with surgery (on or about (B)(6) 2015, underwent a pelvic surgery and right salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, device dislocation, abdominal pain lower and bacterial vulvovaginitis outcome was unknown and the pelvic infection, pelvic pain, vaginal discharge and candida infection had resolved. The reporter considered abdominal pain lower, bacterial vulvovaginitis, candida infection, device dislocation, dysmenorrhoea, fallopian tube perforation, pelvic infection, pelvic pain and vaginal discharge to be related to essure. The reporter commented: left coil properly placed, but right coil not properly placed. Mdlc no. 9530 . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 25-nov-2014: results: right tube patent and left tube occluded. Lot number c06465 expiration date 31-dec-2016, manufacturing date 31-dec-2013. Lot number c06521 expiration date 31-dec-2016, manufacturing date 27-dec-2013 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 1-jul-2020: plaintiff fact sheet received : event dysmenorrhea (cramping), vaginal discharge, acute candida and pelvic infection was added. Medical history was added. Perforation nos updated to fallopian tube perforation. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation") and device dislocation ("migration") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device dislocation (seriousness criteria medically significant and intervention required) and abdominal pain lower ("lower quadrant pain"). The patient was treated with surgery (on or about (B)(6) 2015, underwent a pelvic surgery) and surgery (on or about (B)(6) 2015, underwent a pelvic surgery). Essure was removed on (B)(6) 2015. At the time of the report, the perforation, device dislocation and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, device dislocation and perforation to be related to essure. Most recent follow-up information incorporated above includes: on 16-nov-2017: event lower quadrant pain, and migration/ perforation was added and chronic pelvic pain was clubbed with previously reported event. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation") and device dislocation ("migration") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device dislocation (seriousness criteria medically significant and intervention required) and abdominal pain lower ("lower quadrant pain"). The patient was treated with surgery (on or about (B)(6) 2015, underwent a pelvic surgery) and surgery (on or about (B)(6) 2015, underwent a pelvic surgery). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, device dislocation and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, device dislocation and uterine perforation to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2017: event lower quadrant pain, and migration/perforation was added and chronic pelvic pain was clubbed with previously reported event. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.